Manufacturer narrative:
Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that this patient implanted with this right atrial lead experienced muscle stimulation. At a follow up it was revealed that atrial pacing thresholds had increased and an x-ray revealed a lead dislodgement. A procedure took place to reposition this lead. No adverse patient effects were reporting following the repositioning procedure.